Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the item was not issued. A technical support specialist confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower item was not being issued. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.